Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, a 19mm trifecta gt valve was implanted. On (B)(6) 2021, the patient was diagnosed with peripheral circulatory failure, fever, and renal failure. On (B)(6) 2021, the patient was diagnosed with heart failure. On (B)(6) 2021, re-do avr was performed and the trifecta gt valve was explanted. Upon explant, a tear was confirmed from the stent post of the right coronary cusp (rcc) and the non-coronary cups (ncc) commissure part. A new competitor's 19mm inspiris resilia aortic valve (manufacturer: edwards lifesciences) was successfully implanted. The patient was reported to be in unstable condition.

Manufacturer narrative:
The reported leaflet tear was confirmed. All three leaflets contained tears. Leaflet 1 contained horizontal folds in the tissue. There were mild degenerative changes including a denatured appearance to the collagen fiber at the tear site in leaflet 2. No acute inflammation or significant calcifications were present. X-ray examination of the stent did not show evidence of deformation, which is consistent with proper handling of the valve at the time of valve insertion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This review was inclusive of the final inspection videos. The manufacturing inspections and the functional testing demonstrated that at the time the valve was manufactured the valve had normal leaflet coaptation and function without evidence of stent deformation. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. Non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. Histological evaluation demonstrated mild loss of collagen at one of the tear sites, which could have contributed to that tear; however, the root cause of the torn leaflets could not be conclusively determined.